Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and the pacing capture threshold in the rv (right ventricle) was elevated. It was noted the rv pace impedance steady at approximately 706.8 ohms through (B)(6) 2016, then began to rise and peaked at 3439 ohms on (B)(6) 2016; the rv capture threshold was steady at approximately 0.866 volts through (B)(6) 2016, then rose out of range by (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room and the right ventricular (rv) lead showed an increase in pacing threshold and lead impedance, with suspected calcification of the lead. It was noted pocket manipulation was performed with no abnormalities observed and defibrillation threshold (dft) testing would be performed. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.